Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for battery failed. Customer¿s blood glucose unknown at time of incident. Customer received a low battery alert prior to the replace battery now alarm. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with normal operating currents. No unexpected low battery alert, replace battery now alarm or battery failed alarm noted.